Event description:
Received incrowd survey 38411 heartstring iii pms- july 2024, where they commented "sometimes hard to use" when asked about the use of getinge heartstring iii. The delivery device makes the heartstring seal placement fast and easy.

Manufacturer narrative:
Tw ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise ID#: (B)(4). Reported lot # unk . No device catalog was reported, therefore a lot history review is unavailable.